Manufacturer narrative:
Na

Event description:
It was reported that the ventilator turbine did not engage so there was no air flow. The ventilator was not connected to the pt when the reported problem occurred. No pt harm.